Manufacturer narrative:
The additional proglide device is being filed under separate medwatch report number the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide device via 6fr sheath after a peripheral interventional procedure. Reportedly, after placement of the proglide device, no blood flow was achieved from the marker lumen, with both proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. After removal of the proglide devices, the area where the black and silver guides meet, looked unusual. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. The unusual look where the black and silver guides meet was confirmed as kinks/ bends. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.